Event description:
Patient presented to the physician with pain when touching the ipg, movement of the ipg when sleeping in the lateral position, and has lost over 15 pounds which the patient attributes to the inspire procedure. Physician brought the patient into the operating room and removed the inspire system.